Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change out procedure. It had been previously noted that the right atrial lead exhibited noise which could also be reproduced with arm movement. The lead also exhibited inappropriate mode switches; the lead was also noted to have been fractured. The physician elected to cap and replace the lead during the change out procedure. The patient was in stable condition post surgery.